Event description:
It was reported that the patient experienced inappropriate therapy and asystole. It was also reported that there was overesensing and it was suspected that the lead was dislodged. Lead detections were turned off and surgery has been planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk bi-ventricular defibrillator implanted: (B)(6) 2011; 4194-88 non-defib lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.